Event description:
Description of event or problem: this spontaneous, serious case was reported by a physician in (B)(6) via a drug company representative. The patient, (B)(6) female, experienced severe pain in the left knee and was treated in a hospital emergency room after receiving the first injection of euflexxa (1% sodium hyaluronate) for treatment of osteoarthritis. The physician reported that a (B)(6) female patient was hospitalized due to severe pain in left knee while on euflexxa 10 mg/ml therapy. The patient was diagnosed with osteoarthritis in 2009. On (B)(6) 2014, euflexxa was administered (lot number unspecified) together with triamcinolone (strength, dose, indication for use and batch number were unspecified). About 30 minutes after medication injection, the patient experienced severe pain in left knee and so she was admitted to the emergency room and a fine-needle aspiration was performed to remove all the medication. The physician also reported that the patient experienced pain in the left knee, but of a milder intensity, for 24 hours after the procedure. The physician believes that the adverse reaction was not an allergic reaction, but was related to administration of the cold medication, due to acute vasoconstriction leading to pain. The reporter stated that he is not the doctor who prescribed the treatment, nor is he the physician who has been treating the patient since her diagnosis. The physician stated that the patient will discuss with her other physician about the treatment from now on. The reporting physician also informed that he did not know concomitant therapy of the patient and that she is healthy, with no other antecedent. Medical history was not provided. Concomitant medications were not provided. At the time of the report the outcome of the events was resolved. Company comments: reporter stated that causality is unlikely. However, because knee pain is a listed adverse event, and the onset of pain occurred 30 minutes post euflexxa adminstration, the company causality assessment of the ae term pain is possible.

Manufacturer narrative:
Severity of occurrence of this event is greater than usual.